Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the procedure was completed successfully and there was no surgical delay.

Event description:
It was reported that on (B)(6) 2024, there was a damaged trochanteric fixation nail advanced (tfna) reamer, pieces left in patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fluted distal tip from stepped ream f/tfna helical blade+scr f/ was found chipped generating loss of material on the surface. The fragments were not received, however; pictures were provided and confirms the fragments were left in the body patient, therefore the broken and embedded device conditions can be confirmed. Per the tfn-advanced proximal femoral nailing system (tfna) surgical technique guide option: drilling for dense bone or when using a screw: page 34. For dense bone or when using a screw, the stepped reamer should be used to prepare a path for the full length of the implant. The stepped reamer should be used only after the lateral cortex has been opened. Pass the fixation sleeve over the back end of the stepped reamer and check the fixation sleeve for wear per the instructions checking fixation sleeve wear. Adjust the setting to the measured implant length. Pass the reamer over the guide wire, through the guide sleeve and advance it to the stop. Use the rod pusher through to hold the guide wire in place while removing the stepped reamer. Notes: clean the flutes if high resistance is felt. Drill always stops 5 mm short of the wire tip. Rod pusher can be used to hold the guide wire in the bone when the drill is retracted. Precaution: monitor the drill depth under image intensifier throughout the procedure. Page 75 checking fixation sleeve wear possible damage: if excessive wear occurs, the fixation sleeve can slip, resulting in incorrect drilling depth. Before use: slide the fixation sleeve onto the drill bit. Press on the fixation sleeve with the thumb without pressing the button. If the fixation sleeve moves under pressure, replace it. Do the same test in the opposite direction. If the fixation sleeve moves, replace it. Recommendations: drill only under periodic image intensifier control. While drilling, do not force. Replace fixation sleeves that do not pass the described wear test. A dimensional inspection for the stepped ream f/tfna helical blade+scr f/ was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the procedure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the stepped ream f/tfna helical blade+scr f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:03.037.022, lot:f-33381, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 09 dec 2021, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photos revealed that stepped ream f/tfna helical blade+scr f could not be identified in the evidence provided, therefore a broken condition of the device was not observed. Embedded condition was confirmed as x-ray images confirming remnant of something in the body patient. There is no suficient evidence that the remmants belong to j&j medtech orthopaedics instrument. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint was confirmed for embedded device alleged condition. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:03.037.022 lot:f-33381 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 09 dec 2021 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photos revealed that stepped ream f/tfna helical blade+scr f could not be identified in the evidence provided, therefore a broken condition of the device was not observed. Embedded condition was confirmed as x-ray images confirming remnant of something in the body patient. There is no suficient evidence that the remmants belong to j&j medtech orthopaedics instrument. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint was confirmed for embedded device alleged condition. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, h4 corrected: d4 (primary UDI number), e4, h6 (health effect - impact code) h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: corrected: e1: (hospital). If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.